Event description:
A customer reported a labor and delivery nurse programmed a magnesium bolus from the drip bag incorrectly. A bolus was supposed to be given as 6 grams over 30 minutes. Instead the user ran a continuous infusion at 6 grams/hr. The magnesium concentration was 20grams/500ml. It is unknown how long the magnesium was run as a continuous infusion. The patient's magnesium level reached 9.6. There were no respiratory issues, but the patient was put on a calcium gluconate drip. The customer did not find any additional documentation of reactions. The patient is still in the hospital. No other relevant event details were provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer stated that they did not sequester the device and are unable to provide the logs or devices for investigation. The root cause of the reported inaccuracy in programming could not be determined.